Manufacturer narrative:
Device available for evaluation. Yes . Device manufacture date - 5/5/2005. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal haze in the left eye more than in the right eye seven months post operation. Surgeon increased topical steroid dosage. Patient reported blurry vision in left eye more than in right eye. Best corrected visual acuity pre op: left 20/20 right 20/20. Best corrected visual acuity post op: left 20/40 right 20/25.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.